Event description:
The customer reported the device was displaying an ECG malfunction error message. The customer ran the operational check which indicated a pads cable error and a pads error status log entry. The customer also reported that the 150j test reported a delivery of 5j. On (B)(6) 2012, the reported the device continued to display ECG malfunction. There was no report of pt involvement or adverse pt impact.

Manufacturer narrative:
(B)(4). The customer reported the device was displaying an ECG malfunction error message. The customer ran the operational check which indicated a pads cable error and a pads error status log entry. The customer also reported that the 150j test reported a delivery of 5j. On (B)(4) 2012, the reported the device continued to display ECG malfunction. There was no report of pt involvement or adverse pt impact. Philips provided the customer with a replacement pads/therapy cable. The customer replaced the pads/therapy cable which resolved the malfunction.